Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot number? Will product be returned? If yes, please provide a return date, tracking information? Any concurrent procedure/device implantation? Mesh exposure site/location, symptoms and diagnostic confirmation? Please provide a date and surgical findings/results of mesh removal procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and the mesh was implanted. After this surgery, the vaginal mesh exposed at the right lateral sulcus greater than one cm. This vaginal mesh exposure identified in 2017. It was reported that all vaginal mesh was removed. Additional information has been requested.